Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarm due to having an empty reservoir. Customer's blood glucose level was 418 mg/dl. Customer was assisted with changing reservoir and infusion set. Customer treated their high blood glucose via insulin pump. Insulin pump would not be returning.